Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 289 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the occlusion was found to be within the infusion set tubing. Tandem technical support (cts) assisted the customer in changing the infusion set tubing and the customer successfully resumed insulin delivery. Reportedly, the customer uses humulin u-500 in their cartridge, cts informed the customer that humulin u-500 is contraindicated for use with the pump.